Event description:
Device malfunction: balloon rupture; device separation. Time of malfunction: during the procedure. Symptoms/ae: required intervention. It was reported that during an interventional procedure in a 90% stenosed left arm brachial vein shunt, the fox plus balloon catheter was inflated at 12-13 atm nine times and ruptured during the tenth inflation at 16 atm. The physician attempted to withdraw the fox plus into the sheath; however, resistance was met and the 0.035" non-abbott guide wire and the balloon became entangled. The guide wire and proximal balloon segment separated and remained in the anatomy. The physician maintained the sheath at the vein shunt, and in a second puncture site placed a 7f sheath used a snare device unsuccessfully attempting to retrieve the fragment. A 0.018" non-abbott guide wire was used as a loop and the balloon and guide wire fragment were retrieved from the anatomy. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
Evaluation summary: the device was returned in two separate parts as the shaft and the balloon area. One fourth of the balloon segment was not returned. The catheter segment was in a 5f sheath. The returned shaft was about 70 cm in length plus the neck with markers and with a piece of balloon of about 10 cm length. The balloon was ruptured and a part of a guide wire was stuck in the balloon lumen. The neck with marker was extremely stretched to a length of 45 mm. The remainder of the ruptured balloon segment was returned on a guide wire. The folded balloon was about 11 mm in length. The proximal marker was dislocated underneath the remainder of the balloon. The unfolded balloon was about 15 mm in length. The distal end of the neck with markers was squeezed and ripped. The lumen showed signs of cutting. The marker was dislocated. The shaft came apart into two pieces. The device was flushable. Guide wire compatibility was performed for the distal part of the device showing no abnormalities. We were unable to perform inflation and deflation of the balloon due to the rupture and missing fragment. Excessive force was applied to the device resulting in destruction of the device. The device instructions for use state, "do not advance the fox plus against significant resistance", and "if the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as one unit." Our investigation revealed no evidence of a manufacturing issue which may have contributed to this incident. A review of the device history record for this lot did not produce any findings relevant to this report.